Event description:
Information was received from the site perfusionist that the patient reported "power port switching with no particular battery and a mistrust of the controller due to random beeps and other quirks they could not describe. Both the controller and battery were exchanged. There was no effect on the patient. This is report 1 of 3.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. It was indicated that the potential batteries involved were: catalog 1650 serial: (B)(4). This is one of three reports (3007042319-2015-00982, 3007042319-2015-00983 and 3007042319-2015-00984) submitted for devices related to the same event. Controller has not been received.

Manufacturer narrative:
The controller ((B)(4)) passes visual and functional testing. System testing did not indicate any abnormal operation of the controller. Review of the log files reveals occurrences of several switching events prior to the 25% threshold. The premature switching events are most likely due to communication anomalies between battery and controller. This is one of three reports (3007042319-2015-00982, 3007042319-2015-00983 and 3007042319-2015-00984) submitted for devices related to the same event.